Event description:
The physician used the admiral extreme to treat the superficial femoral artery as per IFU. The lesion was a plaque lesion with little calcification. The device was inspected prior to use with no issue noted. The balloon was advanced to the lesion with no resistance encountered. It was reported on 1st inflation the balloon did not inflate to 10atms due to a longitudinal rupture. The device was removed from the patient with no issues noted; another admiral extreme was used to complete the procedure. The balloon did not deflate, the contrast medium leaked so the balloon was not inflated sufficiently. Operation was extended for 30 minutes due to replacement. No injury to the patient reported.

Manufacturer narrative:
Product analysis: the device appeared used, as balloon returned bloodstained and unfolded. It was possible to insert the 0,035'' guide wire without any resistance. Purging procedure was performed connecting a syringe filled by water; however it failed: bubbles coming out of the inflation lumen. The device was pressurized, but no inflation was possible, the fluid leaked out from the hub distal gluing area. If information is provided in the future, a supplemental report will be issued.